Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready ID (crrid) on the galileo after a obtaining positive result with screening assay. The customer stated that cell 3 on the antibody panel visually appeared positive. No adverse events occurred as a result of the unexpected negative reactivity.

Manufacturer narrative:
Review of results files: crrid (all cells resulted negative). Cell#/well# rx strength donor cell # typing visual interp. 1 / a1 1 a2979 e+e+ visually negative well. 2 / b1 17 b7076 e=e+ visually negative well. 3 / c1 18 c3566 e+e= visually negative well, slight fuzzy. Background 4 / d1 2 d625 e=e+ visually negative well. 5 / e1 4 e642 e=e+ visually negative well. 6 / f1 7 f170 e+e+ visually negative well. 7 / g1 6 e762 e=e+ visually negative well. 8 / h1 10 g1163 e=e+ visually negative well. 9 / a2 2 h714 e=e+ visually negative well. 10 / b2 5 n3085 e=e+ visually negative well. 11 / c2 3 n2445 e=e+ visually negative well. 12 / d2 2 h1129 e=e+ visually negative well. 13 / e2 7 v192 e=e+ visually negative well. 14 / f2 4 b7081 e=e+ visually negative well. Cell 3 displayed a slight fuzzy background but not enough to call positive. Confirmed the presence of the e antigen on retention crrid, lot id122, and crrid extend I, lot dp039, with anti-e, lot 7d630-1. A service call was made and the instrument was found to be within specifications. Customer did not send sample or product for further testing.